Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not returning the ventilator to vyaire. Therefore, no root cause could be determined. However, the customer reported that they did troubleshooting and found out that the main control pcb (printed circuit board) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator shows ventilator inoperable, motor fault, circuit disconnect, low peak inspiratory pressure (pip) and transducer (xdcr) fault. The customer confirmed that there was no patient involvement associated with the reported event.